Manufacturer narrative:
Correction: c: ndc # or unique ID^ (update to (B)(4), d4: unique identifier (UDI) #. Additional information: d9, h3, h6 (update codes), h11. H11: the actual device and a photograph of the particulate matter (pm) were received for evaluation. Visual inspection of the photograph identified a ¿foreign body¿ held in an operator¿s hand. The only components in the floseal kit that match the plastic fragment¿s shape are parts of the syringes or the sodium chloride ampoule. A visual inspection of the actual sample was performed via the naked eye which identified 2 used/empty ampoules and one (1) detached ampoule twisted-off cap, with the reported foreign pm taped to it using clear tape. No visible damage was observed on either of the empty ampoules. The connector of the twisted-off ampoule cap was damaged with uneven and sharp edges; however, the shape and size of the foreign pm did not match the damaged part of the cap. The reported foreign pm measured to be around 4mm in diameter, which is smaller than any plastic components within the floseal kit. The identity and origin of the observed pm could not be verified. The reported condition was verified. The cause of the pm could not be determined. Additionally, retention samples were evaluated. A visual inspection of the 12 retention samples was performed and the component configuration, the tips of both syringes and the sodium chloride ampoule, complied for all products. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate was observed following ¿washout¿ with floseal. During an unspecified surgical procedure, a 2mm plastic like particulate was observed after opening the floseal and found during ¿washout¿ in the patient. Furthermore, the customer stated they are not sure whether the foreign body originated from floseal. There was no report of patient injury or medical intervention associated with this event. No additional information is available.